Event description:
It was reported that the patient presented in clinic for follow up. The right atrial (ra) lead did not sense and had no capture threshold. The ra lead was dislodged. The ra lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented in clinic for follow up. The right atrial (ra) lead did not sense and had no capture threshold. The ra lead was dislodged. The ra lead was explanted and replaced. The patient was stable.